Event description:
It was reported that this patient with an inflatable penile prosthesis (ipp) presented with lymphedema in the scrotal area after radiation treatment. The lymphedema resulted in the pump becoming fixated and the physician decided to explant the pump. A new ipp pump was implanted on the opposite side. There were no additional patient complications reported.